Manufacturer narrative:
A ge representative evaluated the system and loaded upgraded software. System operates as intended.

Event description:
The customer reported the system displayed a hardware/firmware corrupted error message. No patient injury was reported.